Manufacturer narrative:
(B)(4).

Event description:
It was reported that low voltage, high pacing lead impedance was observed in clinic. The lead was capped and replaced. No consequences to the patient before, during or after the procedure.